Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
2:41 pm; a us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. After further review, it was determined that the patient received three appropriate treatments. Two did not convert the arrhythmia to a slower rhythm and one resulted in a post shock asystole.   The device was started up at 03:31:50 on (B)(6) 2022. At 06:42:19, an arrhythmia was detected. ECG shows vt @ 170 bpm. At 06:42:58, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was vt @ 200 bpm. At 06:43:28, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm . Post shock rhythm was vt @ 240 bpm. At 21:28:03, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm . Post shock rhythm was sinus bradycardia @ 20 bpm with pauses degrading to asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 07:52:28 on (B)(6) 2022. The patient passed away on (B)(6) 2022.